Event description:
Device malfunction: none; symptoms/ae: stroke; time of symptoms: post procedure. It was reported that one day post an uneventful left internal carotid artery stenting procedure, the patient suffered a stroke. On that day, the patient experienced an episode of unresponsiveness which lasted an unspecified amount of time. A stat CT scan was ordered and showed no acute disease process, patient symptoms include partial hemianopia, minor facial paralysis, bilateral arm and leg weakness, some aphasia, and some slurring of words. Some of the reported symptoms were from her previous stroke including left upper and lower extremity weakness. Condition is listed as improved, but continuing requiring prolonged hospitalization. Seven days post procedure, the patient was discharged to a rehab facility. Although requested, there is no additional information available.

Manufacturer narrative:
The device remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.